Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose of 54 mg/dl. She stated that the blood sugars had been high and that she had been having trouble eating. She treated with juice and stated that she had brought the blood glucose up to 161 mg/dl. She was not sure why the sugars dropped so low. She stated that the drive support cap appeared normal. She stated that she had gone to the emergency room with severe chest pains not related to diabetes. She also reported that she had been overexerting herself. She reported that the blood glucose had been as high as 500 mg/dl. She stated she had to switch infusion sets due to scar tissue. Nothing further was reported.